Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that one day post implant of the subcutaneous implantable cardioverter defibrillator (s-ICD), sensing was low, and all vectors did not pass due to low r to t ratio. Therapy was programmed off and the x-rays were taken. Upon review of the x-rays, it was noted the electrode was too high in regard to the heart. It was noted that a revision procedure would likely be scheduled to revise the electrode. It was further noted that screening prior to implant and at implant showed good sensing. Additional information was received that the patient underwent a revision procedure the same day. During the procedure, visual observation confirmed the x-ray imaging was correct that the electrode position was too high to the heart. This was determined to be the cause of the small amplitude signals. The electrode was successfully reposited and remains in service. Post revision, sensing was good, and the issue was considered resolved. No additional adverse patient effects were reported.